Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found no abnormalities except for surgery related damage which is not considered abnormal and dried body fluid and tissue around the helix, which is normal for active fixation leads. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that during a procedure, this right ventricular (rv) lead appeared to have dislodged. The rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. The lead is expected to return.

Event description:
It was reported that during a procedure, this right ventricular (rv) lead appeared to have dislodged. The rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. The lead is expected to return.